Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009: the patient presented with following pre-op diagnosis: cervical pseudoarthrosis, instability c4-5, c5-6, and underwent the following procedure: posterior cervical fusion with facet screw rod instrumentation c4 to 6 and posterolateral bone graft using infuse bone morphogenic protein. As per the op notes, the infuse bone morphogenic protein and gelfoam was placed over the decorticated facet bilaterally for the bone fusion. This was done after copious bacitracin pulse lavage irrigation was done to wash the wound out. Hemostasis was ensured and the wound was closed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.